Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2025, a triclip procedure was performed to treat functional tricuspid regurgitation (tr) grade 3. A xtw was implanted successfully. After release, the clip opened from fully closed to approximately 15-20 degrees. The clip remained stable and no further intervention was performed. The procedure ended with tr reduced to grade 1.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. All information was investigated and based on the images/cine review and the information provided by the account, a cause for the reported unintended movement associated with clip opened while locked could not be determined. Image resolution poor is related to patient and procedural conditions as imaging was reported to be difficult due to patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.